Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was placed over right radial artery after a left heart catheterization (lhc) and inflated for hemostasis. The sheath was removed, and pressure was released to 12m of air. After two minutes, the patient alerted the ancillary staff to blood leaking from the access site. Upon inspection, there was no air in the tr band and blood was profusely leaking out of the access site. The estimated blood loss was less than 250cc. Additional information was received on 20dec2023: they held manual pressure to stop the bleeding.